Event description:
The micro sagittal saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was discovered that the bearing was stuck in the motor, the motor was corroded, and the boot was worn.